Event description:
The end user alleges she was sitting in the powerchair, and when she moved the joystick, she received an electrical shock; the user required and ER visit.

Manufacturer narrative:
Actual device involved in the incident was evaluated by the manufacturer.the device performed per specifications.(B)(4)

Event description:
The end user alleges she was sitting in the powerchair, and when she moved the joystick, she rec'd an electrical shock; the user's hand shook and resulted in an ER visit.

Manufacturer narrative:
Evaluation: method: actual device involved in the incident was returned to the manufacturer. The initial evaluation upon receipt showed a functional powerchair with no visual damage to wires or the electrical system. Conclusions: a f/u report will be submitted upon completion of investigation.